Manufacturer narrative:
Investigation summary: bd received two (2) photos for investigation. The analysis of the customer photos showed gel air bubbles at the bottom of the tube. Additionally, 30 retained samples were visually inspected for gel air bubbles, and none of the retained samples failed. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿, there were air bubbles observed in the gel of two (2) tubes. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® sst¿, there were air bubbles observed in the gel of two (2) tubes. There were no health impact or consequences reported.